Event description:
Per the clinic, the patient experienced a skin overgrowth and infections on the abutment site. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 20, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient underwent a skin revision and abutment removal procedure (date not reported). Additional information has been requested but it has not been made available as of the date of this report. This report is submitted on july 15, 2022.